Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that there were air bubbles in the reservoir. The customer¿s blood glucose was unknown. Customer stated that when they letting the insulin inside the reservoir got the large air bubble. Customer observed the air bubble during the filling process. The approximate size of the air bubble was large. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.